Manufacturer narrative:
Company rep evaluated unit and found that the problem is with the customer's cables/connectors. Customer will re-install new cables to correct problem.

Event description:
Customer reported that the panorama central station display intermittently goes blank, which may have affected telemetry monitoring. No pt injury reported.